Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg was replaced on (B)(6) 2013. The pt lost stimulation therapy some time ago. An sjm rep present for the surgery attempted to troubleshoot the issue, but the ipg would not communicate with external devices. The pt indicated it had been several months since he last charged his ipg. Stimulation therapy was restored postoperative.